Event description:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death of the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported the manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death of the patient. The device was returned to a third-party service center where it was inspected. Evaluation results determined there were no errors and no cosmetic damage found. The device passed all tests.